Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient's device was turned off for an unknown reason, and the patient is in the hospital to be restarted on remodulin. The date of admission and length of stay were unknown. The patient was at 68 ng/kg/min and would be discharged home on the same dose, with instructions to increase by 4 ng/kg/min once weekly until reaching the goal dose of 80 ng/kg/min. No further information, details, or dates were provided. The patient was using a cadd-solis pump for IV remodulin. The suspect device serial number was not provided, but the patient currently had certain device serial numbers checked out for use. Concomitant products used were remodulin, sterile diluent for remodulin, and winrevair sdv. There was no reported patient harm. The date of report was on (B)(6) 2025. Patient details were provided: patient is a male.